Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 13 october 2015. The fse phoned the customer. The fse reviwed the data and all controls were in range. The most probable cause of the reported event was calibration rates were too low.

Event description:
On (B)(6) 2015, a customer reported fsh qc (quality control) issues-mas 1603 too low with their aia 600ii analyzer. The customer is unable to run fsh patient samples. A field service engineer (fse) was dispatched to address the reported event and spoke to the customer to troubleshoot the event, which resulted in delayed reporting fsh patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.